Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was placed, and the patient's blood pressure dropped slightly. The issue improved by providing synchronous pacing and administering medications. The ra and right ventricular (rv) lead tested out well at the conclusion of the procedure. However, while in the holding area afterward, the patient's blood pressure dropped again, and an echocardiogram was ordered showing a pericardial effusion. A pericardiocentesis procedure was performed, and both leads checked out again with the same acceptable numbers as post-implant. The physician stated that he did not see any exposed lead during the pericardiocentesis, and that the patient was recovering well 24 hours later. The leads remain in use. No further patient complications have been reported as a result of this event.